Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The limbs of the aneurx device were crossed during the index procedure. It was reported that the aneurx stent graft has migrated distally with loss of seal but no endoleak was present. The aneurx device was approximately 8 cms distal to the renal arteries. The physician stated that the cause was due to disease with continued aortic neck dilatation. The physician elected to implant two endurant aortic cuffs [36x49 and 36x70] proximally and to implant aptus endoanchors as a prophylactic. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.